Event description:
It was reported that the patient had been hospitalized due to hypoglycemia. The patient's blood glucose levels decreased to 75 mg/dl while wearing the pod on the abdomen for between 5 and 24 hours. The patient was feeling unwell, vomiting, vision was impacted, shaking and body was cold and pale. The patient removed the pod and was transported to the hospital via ambulance. The patient was placed under observation and received additional omnipod 5 training. The patient was discharged after two days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.